Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation with the multi-function cable and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing, stress testing, ECG testing, and pacing testing using the customer's mfc cable and test accessories without duplicating the reported malfunction. The customer's mfc cable also passed continuity and stress testing without duplicating the report. The device was recertified and returned to the customer. The pads used during the time of the malfunction were not returned with the unit. Analysis of reports of this type has not identified an increase in trend.